Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Two implants were placed in class iii bone during a routine procedure. The pt had a CT scan prior to implant placement. The implant in site #19 was removed approx 6.5 months post-op. The clinician reports that the failure may be due to poor bone quality in the area even though primary stability was achieved and the CT was within normal limits.